Manufacturer narrative:
The reported issue (the urine was not entering the bag due to the drain bag hole was plugged) was unconfirmed, as the problem could not be reproduced. During the visual evaluation no obvious defects were observed in the received sample. In the functional evaluation the received sample was tested. The bag was filled with 250cc of water. It was observed that the water flowed through the drainage tube. The 250cc were drained in 43seconds. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿direction for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Remove protective cap from drainage tube catheter adapter and connect drainage tube to catheter. Position hanger on bedside rail, using string or hook. Use sheeting clip to secure drainage tube to sheet. Important: hang drainage tube in a straight fashion from bedside to drainage bag. Ensure that the drainage bag is placed near the foot of the bed. If using a urine meter, it may be emptied in two ways: to empty into the bag, grasp the bottom of the meter and lift up. To ensure that the meter empties completely, lifting again is recommended. To empty urine meter into receptacle, twist green portion of drain valve to the left; to close, twist green position of the drain valve to the right. To empty bag: remove outlet tube from housing; gently squeeze connector arms and pull tube from housing. Release clamp and empty bag. After emptying, reclamp outlet tube and slide connector into housing until connector arms engage. Note: if specimen is required, see directions for using urine sample port. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. If bag is not positioned correctly, urine may bypass the meter and go directly to the bag. Reposition bag as necessary." (B)(4).

Event description:
It was reported that the hole of the drain bag was plugged and urine would not enter the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the hole of the drain bag was plugged and urine would not enter the bag.